Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received suspected inappropriate therapy by the implantable cardioverter defibrillator (ICD) for detection of atrial fibrillation (af) with rapid ventricular response which was still in progress at the time of therapy. The ICD remains in use. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.